Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported fault. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found the problem was confirmed using system logs, log recorded error c 33. During testing, the erbe unit displayed error code c 33 on start and erbe log showed c 00 and m b0. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of error c-33 is attributed to a faulty electrical component inside the erbe generator.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the erbe generator produced faults c-00 and c-33. Technical service engineer (tse) had the staff power cycle the erbe, but the fault reappeared. Tse then instructed the staff to switch the monopolar coagulation mode from swift to classic once the grounding pad was connected to the patient, explaining that this would allow the setting to be changed, and advised that they call back if changing the energy mode did not resolve the issue. The procedure was completed with no reported injury.